Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Air flowed back in the side port and the valve was defective. After mapping with the pentaray, when they switched to the stsf, air was drawn in from the port. The procedure was continued with changing the sheath to another one. Defective hemostatic valve. The hemostatic valve itself was not cracked. Air was mixed during suction from the port. The procedure was completed without patient's consequence. Air was not being introduced into the patient. The physician did not performed any maneuvers to eliminate bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. Air flow into side port is MDR-reportable. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)-2022, bwi received additional information regarding the event. The hemostatic valve was not broken. It is not confirmed that the hemostatic valve hub become detached from the sheath. There was no blood return observed therefore the patient hemodynamics were not compromised. No blood was lost. The bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: visual analysis revealed that the hemostatic valve was slightly dislodged inside the hub component but not totally. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Due to the conditions of the hemostatic valve, an internal action was opened. A device history record was performed for the finished device 00001845 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)